Manufacturer narrative:
Acute on chronic systolic and diastolic heart failure. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Heart failure is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient was admitted to hospital after being seen in outpatient clinic and presenting with signs and symptoms of acute on chronic systolic and diastolic heart failure for treatments with IV inotropes and IV diuresis. The patient was complaining of shortness of breath and has had a 30 pound weight gain over 3 months. Good waveform on hvad with 3-4 l pulsatility. On (B)(6) 2016 2d echo showed ejection fraction of 10%, severe to moderate tr, av leaflets do not open, rv cavity size increased with reduced systolic function. Inotropes discontinued on (B)(6) 2016, IV diuretics changed to oral treatments on (B)(6) 2016. The patient's symptoms improved. Repeat echo (B)(6) 2016 noted ejection fraction of 15-20%, av leaflets closed, mild tr, rv cavity size increased with reduced systolic function, systolic pressure was within normal range. Estimated peak pressure 38 mmhg. On (B)(6) 2016 patient discharged to home with improved symptoms.